Manufacturer narrative:
The referenced short to shield issue was reported on medwatch MFR report # 2916596-2018-00699. Approximate age of device - 4 years, 1 month and 1 day. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that device interrogation revealed a pump stoppage. The patient was asymptomatic. The customer mentioned that the patient has a suspected percutaneous lead short to shield issue. The manufacturer¿s technical service representative reviewed the submitted log file and observed a driveline disconnect alarm on (B)(6) 2018 that appeared to have occurred due to the driveline being disconnected. The customer confirmed that the patient did in fact disconnect the driveline on (B)(6) 2018. The reason the patient disconnected the driveline was not provided. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed due to low speed events occurring when connected to a grounded patient cable. The date(s) the low speed events occurred were not provided. After the replacement, the patient¿s vad system was connected to a power module using a normal patient cable and there were no immediate alarms. No further information was provided.

Event description:
It was reported that the patient had heartrate 60, blood pressure 95/79, and pulmonary artery pressure (pap) 31/16 when brought into the operating room (or). The patient had left ventricular assist device (lvad) parameters of 4.8 liters per minute (lpm), 9000 revolutions per minute (rpm), 5.7 pulsatility index (pi), and 5.1 watts. The patient had a history of short to shield and was brought into the or with alarms on an ungrounded cable. A full sternotomy was performed and the patient was placed on cardiopulmonary bypass (cpb). The surgeon dissected out the original lvad and left the original inflow cannula and outflow graft in place. The driveline was cut approximately 1 inch from the pump end bend relief. The new lvad was then inserted. The driveline was tunneled out the right upper quadrant. Cardiac support was slowly transitioned from cpb to lvad. Once the lvad was fully supporting the patient, the surgeon began dissecting the old driveline out. The surgeon remarked that the driveline felt very hot and asked if the patient experienced any pain. Once the old driveline was removed, perfusion put a slit in the silicone to check the integrity. Two blackened areas were seen close to where the driveline was cut as well as the exit site. The chest was closed. Lvad parameters were 4.8 lpm, 9000 rpm, 5.7 pi, and 5.0 watts. The patient had heartrate 82, blood pressure 102-59, pap 41/8.

Manufacturer narrative:
Device evaluation: the report of a potentially compromised percutaneous lead (driveline) was confirmed. The explanted pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and a severed portion measuring 39 inches was returned separately. Upon disassembly of he pump, examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange, green, yellow, brown, and black wires. The insulation breaches in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the reported pump stoppage events while operating on any power source. The heartmate ii lvas instructions for use and patient handbook explain that all percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. Another supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the patient underwent a heartmate ii to heartmate ii pump exchange. The entire percutaneous lead (driveline) was explanted, and perfusion removed the silicone to reveal 2 black areas on the shielding.